Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The plate was visually evaluated and found to show signs of use as a piece of the plate had fractured off and there were several nicks and scratches on the surface of the plate. One of the two returned screws was in good overall condition, while the other showed signs of use with some damage on the cross-drive interface on the head of the screw and also some wear on the locking threads. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to excessive force being applied, beyond what the implant was designed to encounter. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the plate broke when the screws were tightened. The procedure was completed with another device. Attempts have been made and no further information has been provided. No additional patient consequences were reported.